Event description:
On 19 march 2025, senseonics was made aware of an incident where user reported of receiving no sensor detected alerts which led to early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user complained of receiving no sensor detected alerts even when getting excellent signal. The sensor and transmitter were requested back for further analysis. However, only the transmitter was returned to senseonics. The transmitter was tested in-house, and no issues were found. The transmitter could successfully communicate with a sensor and sensor measurements did not produce sensor connection lost alert or no sensor detected alerts. Upon, dms/log file analysis, however, confirmed the customer's complaint. The issue may potentially be due to a defective sensor, but no further investigation is possible since the sensor has not been received by closure of this complaint. As part of resolution, a return material authorization was issued for sensor and transmitter replacement. B4. Date of this report 04 june 2025. G3. Date received by the manufacturer? 04 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 2900. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4315.